Event description:
It was reported that foot control assembly is not working. No back device was available. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found the cable was cut. The returned device was tested using a known good compatible controller and wand which was found to perform as intended. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended.